Manufacturer narrative:
Device evaluated by MFR: the unit returned presented the wire damaged and kinked, as part of overall visual revision. The visual inspection was performed and the device presents: the body fractured at 155.7cm from the distal end. The proximal section was not returned. All the outer diameter (od) were taken and all of them are according specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: failure on hypotube section occurred due to a fatigue event by cyclic bending followed by a tension overload and failure on corewire occurred by a tension overload with a bending moment. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that difficulty advancing the guide wire occurred. The target lesion was located in the right coronary artery. A 182cm luge guidewire was advanced to the lesion. While loading a 2.50x20mm promus element plus stent in the 182cm luge guidewire, the physician was unable to advance the stent delivery system over the guide wire. The affected stent never went inside the patient's body. The entire wire and stent were removed. The lesion was rewired. The procedure was completed with a 2.75x20mm promus element plus stent and 182cm luge guidewire. No patient complications were reported and the patient¿s status was fine. However, device analysis revealed guidewire break.